Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta).

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis to treat the subclavian aneurysm. After deployment, the device moved distally into the aneurysm sac. Exclusion of the aneurysm was not obtained. On (B)(6) 2010, a reintervention occurred whereby a cook 28 mm graft was used to treat the subclavian aneurysm. The patient tolerated the procedure.